Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, the patient had an accolade left hip implanted which was revised in 2006, due to loosening of the stem.